Event description:
It was reported that the patient visited the emergency room on (B)(6) 2026 due to a skin infection (rash); the infusion set had been inserted in the abdomen, and the patient stayed in the ER for less than twenty-four hours.

Manufacturer narrative:
E1: patient city: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.